Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited high thresholds. No intervention or patient symptoms were reported. The patient would be monitored.